Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The device history log was reviewed and the error 41 was found multiple time in the log file, therefore the reported event is confirmed. The reported device was not returned to france as repairs were carried out locally by lake zurich. Nothing was noticed on the pump during the external visual check. Several tests were carried out, the ocs test was passed, however the test 5 : upstream pressure was failed. Per maintenance, the upstream and downstream pressure sensors were replaced and calibrated. The pump performed the quality control tests. The replaced spare part were sent back to brézins for investigation. Note that the error 41 is an error concerning the upstream sensors and the error 42 concerns the downstream sensors. However, we did not receive the upstream sensor concerning the reported error 41 described in this complaint, but only the downstream sensor. After visual inspection, the sensor was mounted on the volumat test bench to verify the complaint. Parts was cross-tested and several tests were carried out. No drift of value was observed that would lead to the triggering of a technical alarm. Although the provided pressure sensor was found functional upon testing, technical error 41 has been identified as a random issue on some devices and is due to a defective pressure sensor. An internal CAPA was opened to address this type of issue. The reported serial number was manufactured prior to the CAPA and is listed among the potentially affected devices. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Customer reporting error 41 (upstream pressure sensor) alarm. No adverse reactions. More follow up information is needed to complete the investigation.